Manufacturer narrative:
The following fields have been updated with corrected information: b.5. Describe event or problem: report 1 of 2-502891568708. It was reported that while using panel phoenix nmic/ID-307, customer had two misidentifications. No report of patient injury. The following information was provided by the initial reporter: created on: 2023-10-19 20:36:07. Call activity comment: panel lot #: 3213003; in a box in the room. Ap ID broth lot #: 3158305; room temp in the box. Ast broth lot #: 3019824; room temp in the box. Ast indicator lot #: 3145101; refrigerator; open date: 10/18/2023. Set from bd macconkey plates. Culture purity confirmed. Panel sequence #s: 502891568708, 502891568509. No erroneous results reported. Multiple panel lots affected - customer reports that this has been occurring for the past year customer reports additional mis-ids. See previous case #s 02158537, 02160071, and 02160077 g.3. Report source: user facility. The following field has been updated with additional information: d.9. Device available for evaluation: yes. D.9. Returned to manufacturer on: 08-nov-2023 the following field has been updated with additional information: bd phoenix nmic/ID-307 is an antimicrobial resistance panel that consists of a combination of the following 510k numbers: g5. PMA / 510(k)#: k020322, k023444, k023634, k023858, k024153, k031530, k031699, k032299, k032655, k033560, k041384, k042932, k052269, k060214, k060217, k060444, k060447, k060447, k061355, k062944, k063301, k063573, k063811, k063824, k071623, k132674, k151320. H.6. Investigation summary: this complaint is for misidentification of escherichia coli as citrobacter farmeri or enterobacter cloacae when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 3213003. The customer provided phoenix generated lab reports, binary files, isolates and panels for the investigation. The lab reports show identification results of c. Farmeri and e. Cloacae with the complaint batch. The isolates were verified as e. Coli sj-7 and e. Coli sj-8 with bruker maldi biotyper. To investigate, one customer returned panel from complaint batch 3213003 was tested using customer returned isolate e. Coli sj-7 on a phoenix m50 machine and evaluated for identification results. Next, one retention panel from complaint batch 3213003 was tested using customer returned isolate e. Coli sj-8 on a phoenix m50 machine and evaluated for identification results. Then, three retention panels from complaint batch 3213003 were tested using qc isolate e. Coli a25922 on a phoenix m50 machine and evaluated for identification results. Last, two control panels from the same material but different batch were tested using qc isolate e. Coli a25922 on a phoenix m50 machine and evaluated for identification results. All seven panels identified their isolate as e. Coli, therefore, this complaint is not confirmed for misidentification. A review of the binary files was determined not to be required based on the results of the investigation. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed three additional complaints on complaint batch 3213003, related to this defect and also not confirmed. Complaint trending was performed, and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary.

Event description:
Report 1 of 2- (B)(4). It was reported that while using panel phoenix nmic/ID-307, customer had two misidentifications. No report of patient injury. The following information was provided by the initial reporter: created on: 2023-10-19 20:36:07. Call activity comment: panel lot #: 3213003; in a box in the room. Ap ID broth lot #: 3158305; room temp in the box. Ast broth lot #: 3019824; room temp in the box. Ast indicator lot #: 3145101; refrigerator; open date: 10/18/2023. Set from bd macconkey plates. Culture purity confirmed. Panel sequence #s: 502891568708, 502891568509. No erroneous results reported. Multiple panel lots affected - customer reports that this has been occurring for the past year. Customer reports additional mis-ids. See previous case # (B)(4).

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 1 of 2-(B)(4). It was reported that while using panel phoenix nmic/ID-30, customer had two misidentifications. No report of patient injury. The following information was provided by the initial reporter: created on: 2023-10-19 20:36:07. Call activity comment: panel lot #: 3213003; in a box in the room. Ap ID broth lot #: 3158305; room temp in the box. Ast broth lot #: 3019824; room temp in the box. Ast indicator lot #: 3145101; refrigerator; open date: 10/18/23. Set from bd macconkey plates. Culture purity confirmed. Panel sequence #s: (B)(4). No erroneous results reported. Multiple panel lots affected - customer reports that this has been occurring for the past year customer reports additional mis-ids. See previous case #s: (B)(4).